Event description:
The hearing aid user had a wax guard separate from the hearing aid he wears on his left ear and become lodged in his ear canal. The wax guard was removed by a health care provider. There was no problem with the ear, no irritation, redness, swelling, or infection. The user has elected not to send in the aid for eval until closer to the end of his 2 yr warranty expiration, barring any other problems with the aid. The user wears hearing aids on both ears.

Manufacturer narrative:
Device evaluation summary: methods: the aid was returned for repair on 1/19/1998. The reliability engineer performed a visual inspection using optical magnification, took photographs of the aid, and documented his findings. Results: the results of the evaluation of hearing aide were that the hearing aid user had damaged the tip of the sound outlet tube when changing wax guards so badly that the mount for the sentry ii was guard was destroyed. A large portion of the end of the tubing was removed by many small cuts. Also, there was evidence of ear wax on the inside of the sound outlet tube. The wax acts as a lubricant, further reducing the retention force of the wax guard. If the correct maintenance procedures were followed, there would be no wax on the inside of the sound outlet tube. Conclusion: the conclusion is that damage to the wax guard mount by the hearing aid user caused the event. The was guard could not be correctly mounted and retained after the damage to the sound outlet tube and became detached from the aid during use. Disposition: the aid was repaired and returned.